Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a surgeon observed a patient develop an infection which may be possible tass. Secondary intervention was performed. Cause of the event is unknown.

Manufacturer narrative:
(B)(4).